Manufacturer narrative:
Pump: analysis identified no anomalies. Catheter: analysis identified no significant anomaly; the catheter was incomplete/returned in pieces. Eval code-conclusion updated.

Event description:
It was noted that the reason for the explant of pump and catheter was because the "primary indication for device use went away, patient improved."

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via psr (product surveillance registry) regarding a patient who was receiving dilaudid (4.0 mg/ml) at 1.9980 mg/day, bupivacaine (30.0 mg/ml) at 14.985 mg/day, clonidine (600.0 mcg/ml) at 299.71 mcg/day, and compounded baclofen (200.0 mcg/ml) at 99.90 mcg/day via an implantable pump. Indication for use was malignant pain and "abdominal/visceral." Programming date from most recent refill prior to event was (B)(6) 2014. It was reported the patient experienced and was clinically diagnosed with intrathecal medication side effects. On (B)(6) 2014 the patient reported increased fatigue. The provider planned to decrease the concentration of baclofen at the next visit. The pump was reprogrammed (B)(6) 2015. The outcome was resolved without sequelae (B)(6) 2015. No allegation was made against an implanted device. Etiology was possibly related to the device or therapy, not related to the implant procedure, and possibly related to baclofen and hydromorphone. The drug action that caused the event was noted there was reported as "no change in the drug." There were no concomitant medications listed on the medication log. Medical history: malignant pain, gastrointestinal stromal tumor, depression, liver ablation, partial gastrectomy, complete gastrectomy. The pump and catheter were explanted due to decrease in pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.